Event description:
It was reported that the pump touch screen was pixelated, which obscured information on the screen. There was no adverse impact to the customer's blood glucose level. The customer declined assistance from tandem technical support regarding the issue.